Manufacturer narrative:
Based on the information provided, the root cause of the customer reported complication cannot be determined. There is no allegation that a malfunction of an ion system, instrument, or accessory occurred. A review of the site's complaint history does not reveal any related or duplicate complaints involving this product and/or this event. No image or procedure video was provided for review. The system logs for the procedure were not available for the system and event date in question, hence, no log review for this procedure could be performed. This event is being reported due to the following conclusion: available information indicated that a minor pneumothorax was detected post-procedurally and although, no medical intervention was required to resolve the pneumothorax, the patient required hospitalization. At this time, the cause of the pneumothorax is unknown.

Event description:
It was reported that after undergoing an ion endoluminal lung biopsy procedure, the patient developed a small pneumothorax. No medical intervention was required to resolve the pneumothorax, however the patient was hospitalized and discharged the following morning. The ion system performed as expected, and there is no allegation that an ion system, instrument or accessory occurred. Although the cause is unknown, the physician believes that the pneumothorax was unrelated to the ion procedure and stated that the patient had pre-existing health condition of severe emphysema.